Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator on (B)(6) 2020. It was reported that the patient had a normal battery replacement on (B)(6) 2020. Prior to the replacement, the therapy was fine, and the programming was noted to be the same after the revision as it was prior to the replacement. Since the implantable neurostimulator had depleted, impedance measurement from before surgery were unknown and could not be tested. Starting on the day of the report, the patient was having an issue with therapy. The manufacturer representative thought that it was due to electrode redistribution. The manufacturer representative had turned electrode distribution off. The patient cannot increase stimulation beyond 1. Something milliamps due to seeing the settings not available message. An impedance check was performed which found that electrode 2 was 40,000 ohms and electrode 14 was at 37,000 ohms. The rest of the electrodes were in the 400-500 ohms range. The patient is currently programmed on electrodes 1, 2, and 3. It was reviewed that the manufacturer representative should eliminate electrode 2 from programming and try to get coverage for the patient. There were no further complications reported.

Event description:
Additional information received from the consumer reported that the patient had been having extreme trouble with the device. The leads had jumbled in the middle of their spine and were not providing proper stimulation. It was noted that the doctor was recommending removal of the device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type lead product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type lead, product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type lead, product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the rep was not able to provide patient with appropriate therapy. After therapy was not able to be obtained, it was determined the next step would be an x-ray since one was not obtained since leads were placed and the response received during the troubleshooting. Cause was not determined. Xray was obtained and results showed the lead that was causing an issue had migrated and patient is scheduled for revision.